Event description:
During use of the device for endoscopic saphenous vein harvesting procedure, the user reported the harvester would not power on. An alternate harvester was employed to conclude the procedure. The user reported the surgical procedure was completed successfully and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.